Event description:
It was reported a merlin transmission revealed non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing. The patient was reported as asymptomatic. Programming changes were recommended. The patient was booked for an in-clinic appointment to make the changes. However, the patient did not show up and has not been seen yet. The patient has a new appointment in (B)(6).

Event description:
New information received states that the recommended programming changes were made. The patient was stable before, during and post clinic visit.